Event description:
The customer reported that insulin was squirting out during the manual prime and the insulin pump alarmed. The blood glucose reading was 79mg/dl. Advised the customer that the device would be replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test, and the device alarmed motor error during the basic occlusion test as a result of a loose drive support disk.